Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save cine runs; could not recall patient image data. No patient serious injury or death was reported related to this event.